Event description:
In 4/2004, this pt had a thoracic tumor completely resected which extended into a thoracic neural foramina. Bleeding at the resection site was controlled intra-operatively by applying surgicel, an absorbable hemostat (oxidized regenerated cellulose.) Post-operatively the pt's neurological exam was monitored closely. More than 48 hours post-procedure, the pt developed lower extremity motor and sensory deficits. An MRI revealed cord compression from a mass extending from the neural foramina into the spinal canal. An urgent laminectomy was performed and the mass was removed. The pathology report revealed the mass consisted of surgicel. After removal of the surgicel, the pt has residual deficits with an unclear long term prognosis.